Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery because the device stopped working. Upon explant, a hole in the cuff was identified. All the components were removed and replaced. No patient complications were reported.